Event description:
The hosp reported somehow blood got into the endoscope's auxiliary water channel. After the endoscope was reprocessed, traces of dried blood were found on another patient the endoscope was used on. It is unknonw if the procedure was complete with the same device. There was no allegation of harm.